Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up revealed that the patient's ipg was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Ipg was implanted in 2017.

Event description:
It was reported that the patient experienced ineffective therapy due to their ipg intermittently turning off. Surgical intervention may be pending to address this issue.